Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the flexible metal ring broke in two pieces and fell inside the patient's cavity but the surgeon was able to retrieve it. Immediately after, the gyn team was performing another procedure in the same patient when they realized that a piece of plastic that covers the flexible metal ring from the endocatch bag was left inside the patient. The surgical team has reported this incident and has notified the hospital management. No tissue injury or loss and no bleeding. There was a 25 minute delay in operating time. The patient is reported to be in good condition.